Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty releasing insulin from multiple syringes after filling the syringe with insulin. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to resolve the issue by replacing the needle tip. Multiple follow up attempts were made by tandem technical support to complete troubleshooting with the customer, however no response was received.